Manufacturer narrative:
One device was returned for repair with reported problem of "loss of date/time." Verified by visual inspection. Visual inspection also found peeling downstream occlusion (dso) seal and missing door. The cause is the printed wiring assembly (pwa) board. Replaced the pwa board to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported there was a loss of date/time. This was found during testing. There was no patient involvement or harm. The device evaluation noted a peeled downstream occlusion seal.